Event description:
The reporter stated the surgeon attempted to use an 11.5mm icm115v4 implantable collamer lens. After taking the lens out from the vial and just before loading, noticed a piece of the haptic was missing. There was no patient contact.

Manufacturer narrative:
(B)(4). Other - (haptic piece is missing). (B)(4).